Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had fallen and coverage was lost. The patient underwent a revision procedure wherein the spinal cord stimulator (scs) system was replaced to upgrade to a new system.  No device malfunction was suspected.

Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number  : 20285492/20609604, model/catalog description : infinion 16 lead kit 50 cm.

Event description:
A report was received that the patient had fallen and coverage was lost. The patient underwent a revision procedure wherein the spinal cord stimulator (scs) system was replaced to upgrade to a new system.  No device malfunction was suspected.